Event description:
Customer reported the chamber at the top is disconnected from the tubing. The problem was identified as soon as the set was removed from the packaging. There was no pt harm since the device was never used on a pt. No medical intervention was required. Although requested, no additional event information provided by the user.

Manufacturer narrative:
(B)(4). The report of the tubing was separated from the drip chamber was confirmed. Visual inspection of the received set revealed that the vinyl tubing was cut off from the drip chamber outlet port. Microscopic inspection noted tubing still inside the outlet port of the drip chamber. A dimensional analysis was performed and the tubing was within specification. The cause was identified as tubing being damaged from a cut in the tubing. The root cause of the damage/cut on the tubing was not identified. Conclusion: no available code for undetermined or unknown cause.